Event description:
As reported, the plug was only half released on a 5f exoseal vascular closure device (vcd). Hemostasis was achieved with manual compression. There was no reported patient injury. The diagnostic procedure used a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, the plug was found partially deployed, partially out of the shaft. The indicator wire was not visible when the device was removed. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug was only partially released on a 5f exoseal vascular closure device (vcd). Hemostasis was achieved with manual compression, and there was no reported patient injury. The diagnostic procedure used a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium or plaque. There was no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, the plug was found partially deployed and partially out of the shaft. The indicator wire was not visible when the device was removed. The physician was certified in the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. Additional information was requested but not provided. One non-sterile vascular closure device 5f ¿ us unit was received for analysis for this complaint. Per visual analysis, the unit was already inserted into a cordis catheter sheath introducer (csi). The deployment lever/button on the device was pressed, but not fully pressed, and the plug was partially deployed in the delivery shaft, which was found with dried blood residues, with the indicator wire retracted. The indicator window was received in the white/black/red position, and the cowling guard was found locked. A kinked/bent condition was also found on the delivery shaft approximately 3.2 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameters were measured near the damage found and at the distal tip end of the component, and the results were within specification. The functional analysis could not be performed since the unit was partially deployed and had dried blood residues. However, it was confirmed that the plug did not overload the molded plunger disk, the internal components showed no damage upon examination, and the trigger was properly engaged with the left case slot. A microscopic analysis was not conducted as the required tests were covered by the functional analysis. A product history record (phr) review of lot 18365187 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was confirmed through analysis of the returned device as it was received with the plug partially deployed. However, the exact cause of the issue experienced could not be determined. Based on the information available for review and product analysis, procedural/handling factors most likely contributed to the partial deployment reported since the device was received with the deployment button partially depressed, which will affect the release of the plug. However, due to the received condition with the dried blood residues, functional analysis could not be performed to fully release the plug. As this issue of the dried blood would not have been experienced by the user, and there were no anomalies noted to the internal mechanism or the molded plunger disc, it is unlikely that there were any other product-contributing factors to the issue experienced, even though the user reported fully depressing the deployment button. Additionally, as the kinked/bent condition of the shaft was not reported by the user, it is possible that shipping/handling factors after the procedure contributed to the damage noted. As warned within the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU also cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, the phr review, nor the available information suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.